Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found that the helium was leaking from the main regulator. To address the issue the fse replaced the helium pressure regulator and helium transducer. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while performing a weekly check of the cardiosave intra-aortic balloon pump (iabp) the helium tank was changed and opened a loud hissing noise occurred. There was no patient involvement and no adverse event was reported.